Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, an audible leak was noted as no air could fill the pilot balloon. Another unit with the same size and specification was used and tested for an extra minute, then noticed that the product still collapsed. The product's package had no damage, and neither expired. Instead, the unit with a size 8.0 was used. There was no patient outcome.